Event description:
Per hosp rep, the device was placed down a pentex bronchoscope. At the site of the procedure, the rn pushed the needle out and the small metal hub detached from the device. This occurred on the first bite. The md used biopsy forceps and pulled out the hub. The device was not pretested.